Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy does not seem to be working at all. Patient said when they had the trial their symptoms were better, but now they wet themselves and they were using 6-7 or 8 pads. Patient also said it was quite painful in the beginning and now that seems to have subsided but this was not what it had been in the last 3 weeks. Agent asked if the pain patient mentioned was related to the incision or to the stimulation and patient said they don't remember. Patient mentioned they have had a lot of personal things going on in their family the last couple of weeks and that's why they haven't been back with manufacturer representative (rep). Patient confirmed they had not made any adjustments. Agent walked patient through how to connect with the implant and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. On 2026-jan-26, additional information was received from the patient. They said they had to charge their communicator and now it was charged. Patient said they haven't used their controller in months. The therapy was not helping their symptoms. When they have to go they have to go. Patient said they never properly set it and it's there own fault. Patien t wanted help adjusting therapy. Patient increased the stimulation until they felt the stimulation and it was comfortable. Patient was going to monitor their symptoms. Patient also mentioned that the stimulator went down and it was not where they had original placed it. Patient noticed the stimulator moved maybe a month or two ago.